Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the guidewire was noted to be kinked/bent at 109.5cm and 185cm from the proximal end. The guidewire ptfe coating was noted to be peeling in multiple areas to 32cm from the proximal end. The core wire distal end was observed through the distal tip dome. The hydrophilic coating was hydrated and there were no anomalies noted. During functional inspection, the guidewire was advanced through a flushed demonstration microcatheter. Slight friction was noted as the guidewire advanced and the kinked area of the wire entered the microcatheter. The guidewire advanced out of the distal end of the microcatheter without issue. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared as per the dfu, the guidewire tip was not shaped, continuous flush was set up and maintained throughout the clinical procedure, the patient's anatomy was moderately tortuous, and resistance was encountered when advancing microcatheter over the subject guidewire. During visual inspection, the guidewire was noted to be kinked/bent at 109.5cm and 185cm from the proximal end. The guidewire ptfe coating was noted to be peeling in multiple areas up to 32cm from the proximal end. The hydrophilic coating was hydrated and there were no anomalies noted. During functional inspection, the guidewire was advanced through a flushed demonstration microcatheter. Slight friction was noted as the guidewire was advanced, and the kinked area of the wire entered the microcatheter. Based on the information received and the defects noted during the analysis, it is probable that the guidewire was kinked during advancement possibly due to manipulation in tortuous anatomy, and this caused the reported difficulty tracking the catheters over the guidewire. An assignable cause of procedural factors will be assigned to the as reported 'catheter has difficulty tracking over guidewire' as well as the as analyzed 'guidewire friction' and ¿guidewire kinked/bent' since these issues are associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use. The ptfe coating damage most likely occurred as a result of interaction with another device. The damage noted is consistent with backloading the proximal end of the guidewire into the distal end of the introducer and pulling it through the introducer at an angle. An assignable cause of handling damage will be assigned to the as analyzed 'guidewire ptfe coating peeling' since this defect is associated with handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.

Event description:
Analysis of the returned device found that the ptfe coating of the subject guidewire was peeled. There were no clinical consequences to the patient reported as a result of this event and the procedure was completed successfully.